Event description:
Per dealer, the chair intermittently slows down and shuts down at times. Dealer states the joystick reads goodbye. Per dealer there were no injuries nor any issues of abandonment associated with the incident.